Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer¿s wife had possible diabetes ketoacidosis and high blood glucose. The customer¿s blood glucose was unknown. The customer stated that his wife has the flu and that it was not the insulin pump. The customer stated that the high blood glucose reported was not related to pump malfunction. The customer was inquired if he would like to be connected to the 24-hour technical support line and the customer declined. The insulin pump will not be returned for analysis.